Event description:
A patient reports while wearing a pod between 4 and 24 hours being unsure if the cannula had properly inserted at the pod infusion site (arm), as the cannula had broken off the pod and stuck in the infusion site. In addition, the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the cannula detached from the pod into the infusion site. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; phone_control_android. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; up1a.231005.007.s928usqs4axl2. Cloud - smartphone hardware; sm-s928u. Cloud - cgm sensor type; g7.